Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a suspected peritonitis event coincident with peritoneal dialysis (pd) therapy. The cause of the event was unknown. The patient was not hospitalized for the event. Treatment and outcome of the suspected peritonitis event were not reported. Action taken with pd therapy was not reported. Additional information was requested but is not available.